Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device triggered a power on reset (por) while the caller was attempting to program all therapies and detections off for a do not resuscitate (dnr)/hospice patient. It was noted the device was reprogrammed to vvi with lower rate programmed below the current intrinsic rate. The device remains in use. No patient complications have been reported as a result of this event.